Event description:
Caller alleged discrepant results with inratio versus lab with 2 patients. Results are as follows: patient 1: 4.7 (repeat the same) inratio inr vs lab = 3.5. Patient 2: 4.4 (repeat unknown) inratio inr vs lab = 3.2.

Manufacturer narrative:
This event is reportable because a recurrence may cause or contribute to a death or serous injury. Device is not expected to be returned for evaluation. Investigation is pending.